Manufacturer narrative:
The reported complaint of "patient not warming" was not confirmed during the functional testing of the returned icy catheter (lot # 98041). No issues or discrepancies were found on the catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined, and blood residues were observed on the balloons and on proximal and medial luered tubings. No tears, balloon bond detachment, or rupture were noted. Functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the medial luered tubing due to blood clogging the line. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, and the catheter performed as intended. During further functional testing, the returned icy catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
The coolgard ivtm system (sn:(B)(4) ) was used on a patient with a low glasgow coma scale (gcs) score of 3, indicating deep unconsciousness. The patient had already been cooled outside of the hospital using an alternative method. An icy catheter (lot# 98041) was inserted into the patient's right femoral vein with no unusual resistance noted. The patient's initial body temperature was measured at 32.4°c, and the target temperature was set at 35°c. The console was set to a controlled max mode for re-warming. After about 3 hours into the re-warming phase, it was noted that the patient was not warming. The dwell time of the catheter was 50 hours when the issue was noted. All tubings were checked and there was no fluid observe on the floor, patient's bed, in or outside of the console. There were no kinks, bends, or occlusions in the suk and/or the catheter. No alarm was displayed on the coolgard console. The treatment was continued and completed successfully using an alternative method. The coolgard console was placed back into clinical use. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01305 for the coolgard 3000 ivtm system (sn: (B)(4) )